Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that left side tmj implants did not fit during implantation, so implants from competitors were used instead.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported dislocation of the right-side tmj devices could be confirmed as patient scans were provided within revision case. According to the report, the originally planned bilateral tmj implants in 2022 were partially replaced during surgery with biomet stock implants on the left side, which later became infected and failed, leading to explantation and dislocation of the right-side implant. The stryker clinical research manager concluded that the right-side dislocation was not due to product failure but caused by the missing left implant and the patient¿s edentulous condition, with the revision case ultimately canceled without further treatment plans. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.